Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of venous insufficiency and morbid obesity presented for vena cava filter placement. Access was gained to the right femoral vein and the filter was deployed in the infrarenal ivc without incident. Pressure was held at the access site for 10 minutes. Approximately one year post filter deployment, the patient presented for retrieval of the filter. Access was gained to the right internal jugular vein and a wire was inserted along the left side of the filter apex down into the iliac vein. A cavogram was obtained and showed no thrombus in the ivc and iliac vein. The filter was tilted to the right with the apex embedded in the ivc wall. Initial attempts to retrieve the filter using a cone retrieval device were unsuccessful. In another attempt to grab and reposition the apex of the filter, the physician inadvertently grabbed one of the limbs of the filter and dislodged it from the vessel wall. The cone retrieval device was removed and numerous attempts using a glide catheter to redirect the wire along the filter apex and the vessel wall were unsuccessful. The physician proceeded again to grasp the apex of the filter with the cone retrieval device, but was unsuccessful. The left femoral vein was then accessed, and a glide catheter with a hockey stick tip was used to pass the wire along the vessel wall and the apex of the filter. A snare device was used to grab the wire and a floss technique was used to attempt to redirect the cone retrieval device and grasp the filter. In trying to do this, a limb of the filter detached and appeared to be situated and located into the bifurcation of the iliac veins. Despite numerous attempts, the detached filter limb was unable to be grasped with a snare via femoral access and it embolized into the distal right pulmonary vessel. The procedure was concluded as the physician was unable to remove the filter. A venogram was performed and showed the iliac veins and the vena cava to be patent. All devices were removed and pressure was held at both access sites for 10 minutes. There were no complications. The patient was taken back to the post procedure recovery room in stable condition. The physician felt that the patient was asymptomatic and the detached filter limb would not result in any significant consequence. Per the medical record available for review, the ivc filter and detached filter limb in the right pulmonary artery have not been removed and no further retrieval procedures have been attempted. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided. A vena cava filter was deployed in the infrarenal ivc without incident. Approximately one year post filter deployment, a cavogram was obtained and showed that the filter was tilted to the right with the apex embedded in the ivc wall. Initial attempts to retrieve the filter using a cone retrieval device were unsuccessful. In another attempt to grab and reposition the apex of the filter, the physician inadvertently grabbed one of the limbs of the filter and dislodged it from the vessel wall. A snare device was used to grab the wire and a floss technique was used to attempt to redirect the cone retrieval device and grasp the filter. In trying to do this, a limb of the filter detached and appeared to be situated and located into the bifurcation of the iliac veins. Based on the medical records, the investigation can be confirmed for a tilted filter, detached filter limb, and removal difficulties. The filter was likely difficult to remove if the filter was tilted and the apex was embedded in the ivc wall. It is unknown why the filter became tilted. Per the reported event details, a snare device was used to grab the wire and a floss technique was used to attempt to redirect the cone retrieval device and grasp the filter. In trying to do this, the limb of the filter detached. The definitive root cause however is unknown. Labeling review: rnf: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. The current IFU (instructions for use) states: warnings/potential complications: filter tilt. Filter malposition. Filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately one year post vena cava filter deployment, during a filter retrieval procedure the filter was found to be tilted. Despite multiple attempts using multiple devices, the filter was unable to be retrieved and a filter limb became detached. Multiple attempts to retrieve the detached filter limb were unsuccessful and the detached limb embolized to the right pulmonary artery. There were no complications and the patient was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to venous insufficiency and morbid obesity. Approximately one year post vena cava filter deployment, during a filter retrieval procedure the filter was found to be tilted. At some time post filter deployment, it was alleged that the filter detached and migrated to heart. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year post filter deployment, the patient was scheduled for the filter retrieval by accessing the right internal jugular vein and it was seen the filter was tilted to the right along the vessel wall and the apex appeared to be endothelialized. The cone basket was used and could grab the arms of the filter but was unable to grasp the apex of the filter. Multiple attempts were made to grasp the apex of the filter which were unsuccessful with the left groin being prepped and draped. The apex of the filter was again tough to grasp with and during these attempts, the filter leg fractured and appeared to be located into the bifurcation of the iliac veins. Attempts to grasp the fractured leg through snare were also unsuccessful. Subsequently the leg embolus eventually lodged into the distal right pulmonary vessel. The procedure was then aborted and around twelve years and four months after filter retrieval attempts, a computed tomography (CT) abdomen without contrast was performed which showed that several of the filter struts extend outside the vena cava into adjacent tissues and one extends several millimeters into the aorta. Hence based on the medical records, the investigation can be confirmed for a tilted filter, detached filter limb, filter removal difficulties and perforation of ivc. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3. H11: h6(result, conclusion) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to venous insufficiency and morbid obesity. Approximately one year post vena cava filter deployment, during a filter retrieval procedure the filter was found to be tilted. Despite multiple attempts using multiple devices, the filter was unable to be retrieved and a filter limb became detached and migrated to heart. Multiple attempts to retrieve the detached filter limb were unsuccessful and the detached limb embolized to the right pulmonary artery. The patient experienced chest pain; however, the current status of the patient is unknown.